Event description:
It was reported that the patient dropped the ilet, resulting in a shattered touchscreen that rendered the device unusable, consistent with a device fracture involving the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and caregiver and analysis of the information they provided. Investigation of this case revealed a stress-related problem consistent with impact damage, aligning with a fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.